Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient stated the pump had not been working for the longest time. There was a catheter problem but there were all just decided they were not going to do anything with it. The pump had saline in it. The physician letter indicated the catheter ¿kink and break.¿ dye study was performed. Hydromorphone, bupivacaine, and clonidine were used in the pump system. There was not symptom reported and the patient status was unknown.